Event description:
The customer reported hemoglobin and hematocrit (h&h) check flags and variation in results on a unicel dxh 800 coulter cellular analysis system, compared to a similar instrument in the lab. The customer requested a service visit. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Erroneous results were not indicated in a review of customer-submitted printouts from 20 different patient samples all run on (B)(6) 2015 on both dxh800 instruments. A field service engineer (fse) evaluated the instrument on 03/10/2015 and confirmed the issue was with "dxh2" (serial number provided) and found the hgb cuvette foggy (cloudy) and replaced the hgb cuvette to resolve the reported hgb issues. The fse verified instrument operation. The fse performed a 10 run reproducibility on the instrument and verified precision and ran 5 different samples on both instruments and confirmed the hgb correlated. All other parameters for each of the submitted samples correlate. (B)(4).